Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, poly wear was noted on the insert and patellar component. A 6x13 ps insert was revised to a 6x14 ps insert, and a 36 symmetric patella was revised to another 36 symmetric patella. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon femoral component was reported. Conclusion: it was reported that the patient's knee was revised due to instability whereby the a 6x13 ps insert was revised to a 6x14 ps insert, and a 36 symmetric patella was revised to another 36 symmetric patella. The femoral component remained implanted. There are no allegations against the femoral component. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on triathlon insert and patella within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, poly wear was noted on the insert and patellar component. A 6x13 ps insert was revised to a 6x14 ps insert, and a 36 symmetric patella was revised to another 36 symmetric patella. Rep confirmed that no further information will be released by the hospital or surgeon.